Event description:
A surgeon reported that the leading haptic did not open properly during intraocular lens (iol) implant surgery. The lens became decentered. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot number. Additional information was requested on 03/05/2009 and 03/20/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/03/2009.